Event description:
It was reported that on (B)(6) 2011, a promus stent was implanted within a 90% restenosed bare metal stent in the proximal left anterior descending artery. Post-procedure stenosis was reportedly 10%. On (B)(6) 2011, approximately 2 months post promus stent implantation 30-40% in-stent restenosis was seen in the mid to distal portion of the stent. No intervention was reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent implanted in a restenosed bare metal stent. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus stent was implanted to treat in-stent restenosis of another stent. It should be noted the IFU states: the promus everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. It does not appear that the reported off label use of the promus contributed to the reported patient effect. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.